Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227203464); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the phenom was found damaged. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 4 mm. It was noted the patient's vessel tortuosity was normal. It was reported that angiography showed recurrence of the left posterior communicating artery aneurysm. The chinese-made hetai 6f80 long sheath was guided by the guidewire and reached the upper end of the internal cervical opening.  It was planned to use 5f115navien to reach the c4 segment, and then used a guidewire to guide the plastic microcatheter to the distal end of m2. Chose ped-400-18. The plan was to start releasing the covering stent at the proximal end of m1.  After the stent was released during the surgery, the tip end did not open well.  After recycling and releasing twice, it still didn't open properly.  In order to eliminate the stent problem, the stent catheter and the stent were removed from the body at the same time and pushed outside the body to eliminate the stent problem, but the microcatheter tip was damaged.  Another plastic microcatheter was immediately replaced, the stent was released normally, and the stent adhered well to the wall after contrast imaging, and the aneurysm contrast agent was retained, and the surgery was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected that the pipeline was still in use at this time.

Event description:
Additional information received reported the cause of the failure to open and catheter damage was not determined. The pipeline was not placed in a vessel bend when it failed to open. Tried to retrieve the device and release twice in an attept to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.